Event description:
On (B)(6) 2025, it was reported by an arthrex's employee via an email that for 2 units of ar-1360p, peek interference screw, sheathed, 6 x 23 mm, the first unit of ar-1360p's anchor broke during insertion and could not be inserted. A 2nd unit of ar-1360p was changed to but the same issue happened. This was detected during a patellar ligament reconstruction surgery. The procedure was completed successfully by using another brand's product. There were no patient harm and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. (B)(4). Surgeons must apply their professional judgment when determining the appropriate screw size based on the specific indication, preferred surgical technique, and patient history. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an onsite demonstration.